Manufacturer narrative:
(D10) reported concomitant device(s): 350-12-03 - tibial plate fb sz 3 rt: 7303546. 350-24-42 - vit e liner-r-sz 2-10mm: a899270. 350-02-02 - talar implant sz 2 rt: a151017. 350-10-03 - ankle sz 3 locking clip: 6777108.

Event description:
Approximately 1 month(s) and 26 day(s) post-operative of a right taa, it was reported via clinical study that the patient experienced dvt (deep vein thrombosis). The patient developed dvt in operative leg. It was also noted that this is a life threatening event and that there is a reasonable temporal relationship to the procedure, which follows a known pattern of response to intervention. The patient was given medication, and the event is now considered continuing. The clinical report indicates that this event is definitely not related to the device(s) and possibly related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.